Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline became stuck in the capture coil during deployment. It was reported that the patient was undergoing a cerebral aneurysm embolization procedure. The catheter was positioned and a pipeline device was advanced. At deployment, it was reported that the pipeline "head" could not be deployed. The physician continued forward rotation of the pipeline's guidewire; less than ten rotations of the wire were made. The attempts to release the pipeline were unsuccessful. The pipeline was removed from the patient. The procedure was completed using a new pipeline device. There were no reports of patient injury in connection with this event. The patient has been discharged from the hospital.